Manufacturer narrative:
Further review of this event found that this event did not cause or contribute to a death or serious injury. This event would not likely lead to a death or serious injury if it were to recur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver has worn over time with multiple uses. This was detected during a routine inspection and it not associated with a specific surgery or patient. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver was examined. There is some material deformation on the tip of the pentalobe, likely caused by inadequate seating of the driver within a pedicle screw during usage. There were no manufacturing issues detected which would have contributed to this event.